Manufacturer narrative:
PMA/510(k) # - k163018 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device. Device evaluated on 28-jul-21: "separation of the clear section of the outer sheath".

Manufacturer narrative:
PMA/510(k) # - k163018. Device evaluation: the zilbs-635-10-8 device of lot number c1603061 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 28th july, 2021. On evaluation of the device a separation of the clear section of the outer sheath was observed approx. 29.5 cm ¿ 32.0 cm along the outer sheath from the distal white tip. The device flushed as expected and a 0.335¿ wireguide passed as expected. Prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1603061 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1603061. It should be noted that the instructions for use (ifu0065-3) states the following: delivery system: the delivery system accepts a .035 inch wire guide. There is evidence to suggest the user did not follow the instructions for use as according to the customers evidence a 0.025 inch wire guide was used. The japanese packaging insert (c-es1207m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of user error was identified in the laboratory. The instructions for use indicate that the delivery system accepts a .035 inch wire guide. According to the customers evidence a 0.025 inch wire guide was used. Also, the file indicates that the user experienced difficulty while positioning the endoscope, so the scope was slightly angled and the patients anatomy was torturous. The non-deployment of the stent and the separation of the outer sheath may have been a result of using the smaller than recommended wire guide as this may provide insufficient device support. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # - k163018 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was to be placed in the common bile duct for biliary cancer. The patient had no experience of operation. There was slight stenosis in the descending part of the duodenum. It was slightly difficult to position the endoscope, so the scope was slightly angled compared with normal cases. The user could advance the delivery system to the target site via the papilla though, he felt a difficulty in an attempt of deploying the stent. During the attempt prior to stent deployment, the sheath became separated from the handle. Therefore, another manufacturer's device was used instead. The replacement device could be manipulated normally and the stent could be placed successfully. There have been no adverse effects to the patient reported. User error: incorrect size wireguide used 0.025in. There have been no adverse effects to the patient reported. <physician's comment> though the angle was slightly tight, another manufacturer's stent could be released. I am not sure if the difficulty I experienced on the complaint device was related to product defect or not. <additional information> --> updated on 30/jun/2021 , general questions for all complaints (if any damages were confirmed prior to use)was the package damaged? No (if any damages were confirmed prior to use)how was the device stored? Vertically was a sphincterotomy or balloon dilation performed prior to use of the stent device? No was post-dilation performed after the placement of the stent? No what brand of endoscope was used with the device? Olympus/ model name unknown what was the target location for the complaint device? Commn bile duct was the device flushed through both flushing ports before the procedure, as per IFU? Yes details of the wire guide used (name, diameter, hyrdophyllic)? Visi2/ olympus --> updated: visi glide2, 0.025inch/ olympus was resistance encountered when advancing the wire guide or delivery system to the target location? No how did the physician deal with this resistance? Was the patient's anatomy tortuous? Yes¿ stenosis in the descending part of the duodenum did the tip of the delivery system cross the target location? Yes did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes was the stent being placed through the side wall of a previously placed stent? No was the elevator in the down position during deployment? Yes are images of the device of procedure available? No sheath separation: details of the wire guide used (diameter, hydrophyllic, make)? Visi2--> updated: visi glide2, 0.025inch/ olympus was high resistance encountered during stent deployment? Yes was the patient's lesion heavily calcified / was the patient anatomy tortuous? Tortuous(¿¿) was pre dilatation conducted prior to stent deployment? No was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes was the delivery system damaged/kinked/twisted? No was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? No deployment difficulty was the device flushed through the flushing port before the procedure, as per IFU? Yes was the stent fully deployed in the patient? No was the target site severely calcified? Unknown was patient anatomy tortuous? Yes was pre dilatation conducted before stent deployment? No was the delivery system kinked or twisted during deployment? No thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? N/a thumbwheel only ¿ was the retraction sheet being held during deployment? N/a